Event description:
While using obrien lap band placer for lagb procedure, tip of placer broke off. No pt injury occurred, tip was removed. Diagnosis or reason for use: lap assisted gastric band placement of lap band.